Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon hole occurred. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation, it was noted that the balloon had a hole. No patient complications were reported.

Manufacturer narrative:
A microscopic examination of the balloon material identified a pinhole tear in the balloon. The pinhole was located at approximately 5mm proximal to the proximal edge of the distal markerband. The tear measured approximately 0.5mm in length. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon hole occurred. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation, it was noted that the balloon had a hole. No patient complications were reported.